Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a curved opening. A leak test was performed and found more than three openings. A microscopic analysis identified more than three curved striated openings on anterior and posterior side assessed as surgical damage and a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage and a smooth crease opening assessed as fold flaw opening.

Event description:
Patient reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.